Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following recent weight loss, the patient experienced pain at the ipg site. Additionally, x-ray imaging revealed migration of both leads. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates that the patient experienced ineffective therapy due to lead migration. Additionally, surgical intervention was undertaken on (B)(6) 2026 wherein the leads were replaced to address lead migration and the ipg pocket was tightened to address the pocket pain.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.